Event description:
The hospital biomedical engineer reported that the shock to the patient was "below specs and system was giving error service required." The involved patient died. The role of the device behavior on the patient outcome has not yet been reported by the customer.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.